Event description:
The account alleged that the brakes are not holding. No injuries reported.

Manufacturer narrative:
The tech found that the stretcher had misadjusted brake casters. The tech adjusted the brake casters to resolve the issue.